Event description:
The emt arrived on scene, and found that the pt was pulseless / nonbreathing. Emt began CPR and placed AED pads on pt. Emt said that the AED cycled up and advised shock and to clear. Emt pushed shock button, and nothing happened. Emt tried it a second time with no results. Paramedics arrived, and switched to using a zoll monitor. They were unable to revive the pt.

Manufacturer narrative:
According to the customer, the unit charged, but did not deliver a shock. The customer returned their unit for evaluation, along with the rescue file. Examination of the device by the repair department did not reveal any problems with the unit. The rescue file was examined by the review team, and they determined that the device worked as designed in this rescue. It correctly categorized the pt's rhythms. It also performed CPR session as it was configured.